Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who treated the patient with IV fluids. The sample was repeated on the same instrument and results were the same. Quality controls were then run, and results were not within range. The customer repeated a different sample from the same patient on an alternate instrument, and results were as expected. The corrected results were reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse observed that the integrated multisensor technology (imt) sensor wire to the solenoid was loose. The customer replaced the bottom solenoid, resolving the issue. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na and cl results is a loose imt wire. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.